Event description:
A cryocyte freezing container (code (B) (4) lot no. H99k03061) has been found cracked at the moment of its destocking. According to the reporter, on (B) (6) 2008, the centre of transplantation in (B) (6), observed that at the moment of destocking, one of the two bags containing placental blood was cracked. Additional information has been requested.

Manufacturer narrative:
(B) (4). Baxter medical assessment: this is a cryocyte bag breakage that occurred during/after thawing. There is no information of any patient adverse outcomes at this time. It is unknown if the product in the broken bag was infused so there may be a risk regarding a break in sterility and a resulting infection due to the product being exposed to the outside atmosphere. As in all cases of cryocyte bag breakages during/after thawing, there is the potential of loss of engraftment or delay in engraftment with the loss of product. This puts the patient at greater risk. As such, this breakage could potentially cause or contribute to an event. An attempt should be made, if possible, to obtain the patient outcome. Cryocyte bag breakage is currently being addressed through CAPA# (B) (4) and this CAPA is currently in implementation phase. If additional information is received, we will submit a follow-up report.